Manufacturer narrative:
The device was not explanted. Serial number not provided for lot history review. The IFU does not list incontinence as a potential complication. Occurrence rate for incontinence is consistent with ams risk management documentation.

Event description:
Patient was implanted with apogee and unidentified concomitant product (sub urethral sling) on (B) (6) 2008. The physician reported post op. Complications of urinary infection, disturbance of vesical evacuation. At 1 month post op. New appearance of urgency, incontinence, retention were reported. For the uti antibiotics were prescribed. The physician determined the event was related to a sub urethral sling (not apogee) device.